Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism very stretched and retracted. Visual inspection found dried blood/tissue around the helix. A laboratory technician tested the helix mechanism and found it was functional, however as the helix was stretched it could not longer be retracted into the helix housing. Laboratory analysis did not identify any lead characteristics that would have resulted in the clinical observation dislodgement or an issue with high pacing thresholds s the lead passed electrical testing.

Event description:
It was reported that during routine follow up, the right atrial (ra) lead exhibited high pacing thresholds requiring the lead to be repositioned due to a dislodgement. The physician was unable to retract the lead helix mechanism for optimal position. The ra lead was explanted and replaced with a different lead. No additional adverse patient effects were reported. The ra lead was received for analysis. This report will be updated upon completion of analysis.